Manufacturer narrative:
The customer¿s issue of pca and etco2 pause/restarts were confirmed through a review of the device logs. The pca was restarted twice successfully and reprogrammed once to change the vtbi for each pca request from 1 ml to 0.5 ml. The pca was also reprogrammed to restart the infusion with a mono 60 syringe which had originally started with a bd 50 syringe. From the start of the first pca request to the last pca pause protocol being cleared was approximately 25 hours and 39 minutes. During this time the total volume infused was 16 ml. There were 4 pca pause limits reached during this time and after each, except the final pause alarm, the pca was restarted. There were three periods in the pcu event log where the etco2 was idle and not monitoring while the pca received and delivered dose requests. During these timeframes the pca pause protocol was turned off. The first timeframe was between (B)(6) 2019 at 8:00:04 pm and 10:49:04 pm. (~2 hours 49 minutes). The second timeframe was between (B)(6) 2019 at 10:55:45 pm and (B)(6) 2019 at 3:34:17 am. (~4 hours 38 minutes). The last timeframe was between (B)(6) 2019 at 3:35:07 am and 9:20:42 pm.(~17 hours 45 minutes). Functional testing consisting of asm accuracy testing performed on the pca and preventive maintenance testing on the etco2 found both devices operating in specification. .

Event description:
It was reported a morphine pca use/data analysis was requested. The pharmacist stated that the pca was programmed at 1mg q6min, then 0.5mg q6min. The patient received the total of 16mg over 29 hours post op before coding. The customer wanted to know etco2 data on when /if it alarmed and shut off the pca, or if there was a restart by the nurse at any point during the infusion period of 29 hors. The patient expired a week later. The customer did not feel that the patient's death was due to a product/device failure.